Manufacturer narrative:
(B)(6). International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the system shut down. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.